Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 27th january 2011 and performed to specification up to the 22nd june 2014. The device records ten minute time outs between the 27th june 2014 and the last log entry on the 7th july 2016. The pad-pak became depleted and a further pad-pak was installed which also became depleted. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a membrane failure. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.